Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The device cannot detect when pump is locked. The root cause is a faulty latch lock sensor. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cassette had a "not locked" error. The device evaluation revealed a cracked battery door and a scratched lcd screen. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.